Event description:
It was reported by service report that the pt right siderail was bent and will not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly.